Event description:
Per the report, the surgeon states the instrument was poor quality, bent too easily and broke when rotating within the sucker tubing. The surgeon further states the device was not fit for purpose.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported the product was discarded at time of use and the product was not used on a pt. No sample or lot number was provided to aid in the investigation, however, a review of the product history and complaint trend was completed with no significant negative trend observed. Review of the risk assessment file does cover potential cause and its controlled. No root cause analysis could be performed as the complaint sample is not expected to be available for eval. We will continue to monitor the complaint trend to determine if any other possible causes may lead to this type of defect. No add'l info has been provided to date. Should add'l info become available, a follow up report will be submitted.